Manufacturer narrative:
A hill-rom service technician inspected the bed and found that the tension was too tight on the CPR cable. The technician adjusted the CPR cable and the bed began to operate properly.

Event description:
It was reported to hill-rom that the head section of the bed would not stay up. A hill-rom service technician inspected the bed and found that the tension was too tight on the CPR cable. The technician adjusted the CPR cable and the bed began to operate properly.